Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the patient stated their ins turns off by itself. The rep stated the patient is not using adaptive stimulation (as), and has to charge everyday due to their settings. The patient did not bring their patient programmer (pp) today. The patient mentioned they were reprogrammed today for therapy optimization. The patient alleges the ins turns off once a week approximately. The patient stated the most recent dates this occurred were today, (B)(6). The stimulation usage showed a purple unavailable box on (B)(6) and today. The charge diary only showed the past few days, so only today could be checked, but the rep did note that the patient charged today and the session started at 10%. It was reviewed that the ins was likely off at this time due to charge depletion and that is the most reasonable explanation for her issue. The patient's ins is currently at 80%. No further complications were reported. No additional patient symptoms were reported.